Event description:
Ta stapler failed during salpingo-oophorectomy and rectosigmoid resection with low colorectal anastomosis, omentectomy when mobilizing the rectum and freeing that segment of the rectum from the pelvis; however, when the staple device was opened it had only stapled the defect closed partially and staples were jammed within the shaft. The cut edge of the rectum was then closed in a running fashion with 0 prolene.